Event description:
Information was received that the patient¿s seizures were above pre-vns baseline levels and the battery was fully depleted. The patient then underwent replacement surgery. The explanted device has not been received for analysis to date.

Manufacturer narrative:
F10: adverse event problem; health effect impact code; corrected data; supplemental MDR #1 inadvertently omitted code.

Event description:
The explanted generator was discarded.

Event description:
It was reported by the patient¿s mother that the patient is having an increase in seizures and that the magnet is not working. The patient's mother indicated she believes that the patient's battery is depleted. No additional relevant information has been received to date. No known surgery has occurred to date.